Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced stimulation that could not be felt, since the device was implanted. The pt had not attempted to increase the level of stimulation, at that time. It was later reported that a lead fracture was suspected. The pt had a lead revision performed and the lead was removed and replaced. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.